Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia shortly after system initiation, with the device displaying ¿high¿ and a confirmatory fingerstick blood glucose of 336 mg/dl following soda intake; supplies were checked with no leaks or insulin odor noted, no device alerts occurred, and a calibration was performed with education provided on the correction algorithm and expected stabilization period. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no assistance required. Investigation included remote troubleshooting and education regarding calibration, infusion set and reservoir checks, and algorithm behavior during early use. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with expected hyperglycemia related to carbohydrate intake and early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with a user and physiologic contribution suspected.